Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code. The customer did not give the code and was not able to contact. There was no reported adverse event.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device yes, customer's stated problem was verified. Inspected the pump and during power up it alarm key stuck. The device was not able to performed functional test. Further investigation of the pump and determined that a faulty microprocessor board was the root cause of the issue. Replaced microprocessor board. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.